Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had fine ventricular fibrillation (vf) after a defibrillation threshold (dft) test failure. This device displayed undersensing. An external shock was delivered. The patient experienced pulseless electrical activity. A balloon pump was placed and the patient was intubated. The physician planned for a possible heart transplant. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.